Event description:
It was reported that an undisclosed bd plastipak syringes leaked. The following information was provided by the initial reporter, translated from portuguese to english: I received a batch of bd plastipak syringes, 23g x 1" needles, from the company where, when using them for subcutaneous applications, I noticed low piercing power and when I pulled the contents out of the vaccine vial and then applied them to the dog's subcutaneous tissue, all the contents were extruded.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, (B)(6) was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.